Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical service was dispatched as a result due to low blood glucose on (B)(6) 2018 with blood glucose level was unknown. The customer treated low blood glucose by intravenous glucose. The customer¿s blood glucose level was 261 mg/dl and 158 mg/dl. The customer also experienced high blood glucose level of 590 mg/dl and treated it with insulin pump. The customer declined troubleshooting for high blood glucose level. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer was allege insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. No over or under delivery anomaly noted. The motor functions properly during testing. No motor anomaly noted. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and unexpected restart error test. The insulin pump uploaded properly using care link. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).